Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product has not been returned for inspection as yet. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 cm. Saber rx 4 mm. X 20 cm. Balloon catheter (bc) was successfully delivered to the unknown target lesion and was inflated. However, it burst (atmospheres unknown). There was no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the atmospheres of pressure the balloon burst occurred at was not provided. Another product was used to complete the procedure successfully without patient injury. The product was discarded and will not be returned for inspection. The target lesion was not provided and no target lesion characteristic information was provided. No patient information was provided. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was not identified, but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was in an acute bend. The balloon deflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was not answered/no response provided. No additional information is available. As reported, the 4x200mm 155cm saber rx balloon catheter (bc) was successfully delivered to the unknown target lesion and was inflated. However, it burst (atmospheres unknown). . Another product was used to complete the procedure successfully without patient injury. There was no reported patient injury. The target lesion was not provided and no target lesion characteristic information was provided. No patient information was provided. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was not identified, but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was in an acute bend. The balloon deflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was not answered/no response provided. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17614412 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.